Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger not moving smoothly, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Event description:
It was reported by japan that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the modular handpiece device. It was further observed that the device had cosmetic damage and was difficult to assemble/disassemble. It was further determined that the device failed pretest for check cannulation of handpiece and check for sticky triggers. It was noted in the service order that the device did not move smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. B5: device investigation update: upon further evaluation of the device, it was determined that the device also failed pretest for check forward / reverse direction modes function. Therefore the event description has been updated to include this malfunction.

Event description:
It was reported by japan that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the modular handpiece device. It was further observed that the device had cosmetic damage and was difficult to assemble/disassemble. It was further determined that the device failed pretest for check cannulation of handpiece, check for sticky triggers and check forward / reverse direction modes function. It was noted in the service order that the device did not move smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.